Manufacturer narrative:
No other complaints reported on the 2 lot# of cups involved, and no anomalies by checking both the dhrs related to the 2 lot# of cups involved. A total of: (B)(4) acetabular cups were manufactured with lot# 201311568; (B)(4) acetabular cups were manufactured with lot# 201305203. We will submit a final MDR once the investigation will be completed.

Event description:
Bilater hip revision surgery due to patient pain. According to the info reported, both cups have been placed slightly overhanging during the primary surgery. Components explanted from the two hips and replaced: delta-tt acetabular cup ø52 mm: model # 5552.15.520, lot# 201311586, model # 5552.15.520, lot# 201305203. Delta neutral liners øint 28 mm #m: model # 5885.51.058, lot# 201306006, model # 5885.51.058, lot# 201203654. Biolox delta femoral head ø28 mm: model #5010.42.282, lot# 201109551, model #5010.42.283, lot# 200905701. According to the info reported, the positioning of the two cups was suboptimal during primary surgeries. This is the likely cause of patient pain. Both the dia.52 mm cups were replaced with dia.54 mm ones during revisions. Event happened in (B)(6).